Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00860. It was reported tat the burr became stuck on the rotawire. The target lesion was located in a severely calcified coronary artery. A 150mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, it was noted that the burr became stuck on the rotawire. Both devices were removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the advancer unit and burr unit were received together. The advancer knob was received tightened in the backward position. Inspection of the burr revealed that the coil was kinked at the end of the handshake connection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00860. It was reported tat the burr became stuck on the rotawire. The target lesion was located in a severely calcified coronary artery. A 150mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, it was noted that the burr became stuck on the rotawire. Both devices were removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.